Manufacturer narrative:
Method: visual inspection, device history review, risk assessment analysis, as well as dimensional inspection. Results: visual inspection. At receipt, the returned screw was visually inspected and found to be partially disassembled upwards. This is not indicative of a product defect or malfunction because the screw head bottom diameter was not found to be deformed showing that the bone screw was not pulled through the tulip but was pushed in the opposite direction to the one given during assembly. Hence the screw was partially disassembled providing the opposite effort to the one applied for assembly. There are no signs of use of screw in surgery since there is no signs of blocker tightening on the bone screw top (no dent that may be the result of a rod contact pressure under blocker tightening). Additionally, there is no failure mode reported in the course of surgery. Device history review: no anomalies or discrepancies that may have affected the device quality or reliability were detected. Dimensional inspection: the dimensional inspection of the device confirmed that the product was meeting the dimensional requirements. It was simply partially disassembled for unknown reasons. Conclusion: to date no similar complaint was highlighted on this batch number and the review of the manufacturing records did not point out anomalies that may have affected the device reliability. The dimensional inspection performed on the returned device confirmed that parts were delivered meeting the drawings requirements. Since no deviation within the product itself was detected, cause for tulip disengagement is unknown.

Event description:
It was reported that in .. "Loaner kit illiac #3/1- xia2 screw head is lock in place/2-xia2 screw head is off shaft of screw."